Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump error 53-software error detected, missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported pump error 53, scratches on the screen and unable to ready the information in the display. The customer was able to clear the alarm. The customer insulin pump passed the self-test. No harm requiring medical intervention was reported. No product return is required for mmt-1782k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test and self test. No missing segments/partial display noted during testing. Unit was successfully downloaded using thus software. On adapt, pump error 53 was recorded on 06/25/2024 19:06:22.000 hour due to software error (line # = 3540, file # = 26). Pump was cut open to perform a visual inspection and no moisture or physical damage was noted. Test p-cap locked properly during testing. The following damages were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, scratched case, and scratched lcd window. In summary, customer concern for missing segments/partial display not confirmed. Pump error 53 confirmed due to software error. Cosmetic damage on lcd window confirmed, however minor scratches were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.